Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when premature eri was observed. Device explant was going to be discussed with physician.